Manufacturer narrative:
On 5/20/2019, the product investigation was completed. Device investigation summary: according to the information provided, the patient experienced a rupture on the right breast implant. However, it was not possible to perform a proper product investigation since the implant was not returned. Nonetheless, the customer provided some pictures of the actual implant involved in the complaint. Based on the pictures, the implant was found ruptured. The complaint was confirmed. No further investigation can be performed at this time. No corrective actions are required. Complaint will be closed. If the complaint device is received in the future, the complaint will be reopened and an investigation will be performed accordingly. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant products: 375cc mentor memorygel breast implant, catalog: 3503754bc, lot: 6984471, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation with a 400cc mentor memorygel breast implant on the right side, experienced rupture post-operatively. The rupture was discovered during implant exchange surgery. As a result, the patient underwent bilateral removal and replacement with non-mentor implants on (B)(6) 2019.